Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of enduro (rotating hinge) knee implants. According to the complaint description, postoperatively after 3 years, the implant axis fractured. A picture confirmed the device malfunction. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: visual inspection: during the product investigation it could be determined that the rotation axis locknut is no longer fixed on the thread of the rotation axis. The breakage surface of proximal fragment shows little signs of "arrest lines" which indicate a fatigue fracture and secondary damages. The breakage surface of the distal component shows secondary damages (shiny surface). This indicates that this surface rubbed against something after the breakage. There are no hints for a material failure like foreign material inclusions or blow holes. The thread of the rotation axis as well as the thread of the rotation axis locknut shows no abnormal visible damages. The gliding surface of the meniscal component shows little visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. The locking ring as well as the bearing for rotation axis show no significant/ unusual damages. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. There are no hints regarding a material defect or manufacturing failure/ problem. Based upon the investigation results, a CAPA is not required.

Event description:
Update: involved component: nb019k - enduro femoral component cemented f3r (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: b5 - updated description. D1-2, d4: product updated. G4: 510k added.

Event description:
Update: the product code was updated to nr891m - enduro meniscal component f3 12mm.